Event description:
Leica biosystems received a complaint regarding suboptimal processing of tissue samples. When notifying leica biosystems of this event, the complainant advised that sub-optimal tissue processing had resulted from a user selecting a two (2) hour protocol rather than a 15 hour protocol in error. The complainant described the affected tissue samples as under-processed. On (B)(6) 2014, leica biosystems received information that four (4) samples from the affected processing run had not been diagnosed. The complainant advised that information regarding the final status of these samples would be provided when available. As at 11 november 2014, information regarding the final status of the four (4) outstanding samples has not been provided to leica biosystems despite several requests to the laboratory for this information.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing from the "portsmouth - 2hr renal" protocol started in retort a at 16:06pm on (B)(6) 2014 was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically per information provided by the complainant, a user had selected a two (2) hour protocol rather than a 15 hour protocol in error, which resulted in the tissue samples in 216 cassettes being under-processed. Section 8.2.1 of the leica peloris/peloris 11 tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.